Event description:
During prep of a diagnostic catheter, prior to inserting in the pt, pieces of plastic were noted exiting the catheter. The product was not utilizied for the procedure. There was no pt injury reported with the event.